Event description:
It was reported that prior to a cryo ablation procedure during the balloon catheter set-up, the shaft of the mapping catheter appeared to be kinked when it was taken out of the package. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure during the balloon catheter set-up, the shaft of the mapping catheter appeared to be kinked when it was taken out of the package. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.